Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust stent, the stent could not fully release from the catheter. The physician attempted to fully release the stent, during which the handle of the device cracked. The stent was intended for placement in the right superficial femoral artery. The physician applied additional force and was ultimately able to release and place the stent successfully. No patient symptoms or complications were associated with this event. The stent remains implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the red safety tab out of the device, there was no stent returned with the device, an unknown guidewire was stuck in the device, the device was confirmed from the strain relief as 60mm, the guidewire was measured as 0.035¿, the gold inner could be seen kinked through the red lock pin location on the device, the stent pusher could be visualised through the outer, it was positioned at the distal end of the outer sheath, the handle was dismantled, and the pull cable was noted as still being attached to the device, the bunched / kinked gold inner was examined and measure approx. 11cm to 13cm from the back hub, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.